Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed normal limits. Cts provided assistance for resetting the pump, instructing the customer to continue using it and to seek help if the issue recurred. No further malfunctions were noted after the reset, and the customer understood the instructions.